Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (will not charge a battery) was confirmed. Upon investigation , the charger was unable to charge a battery due to an internally shorted u13 cmos flash microcontroller on the bedside board and q1 on the bedside board being internally shorted.. The root cause of the shorted microcontroller and shorted q1 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery.